Manufacturer narrative:
On 18-mar-2021, the suspected medical device was returned for evaluation. On 21-mar-2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 400c mentor memorygel breast implant (catalog #: 3504001bc, left serial #: (B)(6) , right serial #: (B)(6) ) on (B)(6) 2021. The relevant fields have been updated. Updated reason for device explant and/or reoperation: left-sided deflation, capsular contracture. On 28-mar-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected during the analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left-sided deflation if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a (B)(6) patient underwent a primary breast augmentation with two 325cc mentor siltex round moderate profile prostheses and experienced postoperative left-sided deflation and right-sided grade IV capsular contracture. The patient had a consultation with a healthcare professional due to the left-sided deflation, and the diagnosis was confirmed via physical examination. During the consultation, the remaining of saline solution was drained out of the left-sided device, the right-sided device was deflated, and the fluid was also drained out of the right-sided device. At the time of this report, mentor has received no information regarding an expected explantation date. The date of event was (B)(6) 2020 respectively based on available information. This report is for the right-sided device.